Manufacturer narrative:
Conclusion: gore® dryseal sheath with hydrophilic coating warns, ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ in addition, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)

Event description:
On (B)(6) 2018, the patient underwent an endovascular procedure to repair a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. A 24-fr gore® dryseal sheath with hydrophilic coating (the outer diameter of the sheath is 9.1mm) was inserted from the right common femoral artery. It was reported that the diameter of the access vessel was 7.5mm. The physician reportedly felt resistance during insertion of the sheath. The endoprostheses was deployed with no issue. During withdrawal of the sheath, a dissection and rupture of the right external iliac artery was observed. Moreover, blood pressure decreased. A contralateral leg component was placed to repair the dissection and rupture. No blood transfusion was reportedly performed. After that, the procedure was concluded with no further issue. The patient tolerated the procedure.